Event description:
The explanted generator was received for product analysis. Product analysis (pa) was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.931 volts (ifi range 2.74v - 2.41v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 75.022% of the battery had been consumed. All >25% change in impedance values prior to explant were within normal limits. There were no performance, or any other type of adverse condition found with the pulse generator. Device history records for the generator were reviewed. The generator passed final quality and functional specifications prior to released. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received and reviewed indicating the patient's battery is low and is having breakthrough seizures. Implant card was received confirming the patient received a prophylactic battery change, however no explanted product has been received to date. No additional relevant information has been received.